Event description:
End user states "he has been using this catheter for years for retention from bph and he said he likes this product, overall works well for him. Consumer said sometimes he notices at the very tip the tip it can be a little "rough and abrasive." He said he will feel the tip of the catheter before and/or after use just to check it and only some will feel "slightly abrasive." He said it is still feels "kind of smooth" so he just applies lube over it and uses ones he finds feel this way. He said sometimes it can "not feel too good a little discomfort with removal." Denies bleeding or pain. No harm reported. He thinks maybe something during the manufacturing process doesn't polish these as well as others and just wanted us to be aware."

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919